Event description:
Per the audiologist, the patient had the magnet removed for a routine MRI. It was determined that even with the magnet removed there was excessive distortion of the MRI. Therefore the device was explanted. The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.